Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient expired following the implant procedure. It was suspected the patient may have had covid-19. X-rays were performed, and appeared to potentially indicate covid-19; however, a test returned a negative result. The patient was indicated for pacer implant due to symptomatic pauses, which were observed on a loop recorder. A computed tomography scan prior to implant showed no clotting and the coronary arteries were confirmed to be clear. A temporary pacing lead was placed with no issues. During the procedure the leads were repositioned to find optimal position, however this did not prolong expected implant time and the procedure was successfully completed. When the patient was moved from the table to a bed they became nauseous and vomited. Zofran was administered and the patient commented that they felt better, however, shortly afterwards they became unresponsive. The patient was intubated and cardiopulmonary resuscitation was immediately started. It was reported the patient went into ventricular tachycardia (vt) at least twice and external shocks were delivered. Subsequently, the patient expired. It was reported the patient was stable at the end of the procedure and there was no evidence of a tamponade or effusion.